Manufacturer narrative:
Investigation summary: bd received one samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for gate stub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k experienced molding defect sharp protrusions. The following information was provided by the initial reporter: translated to english. The customer stated "a protruding object was found at the bottom of a tube and this defective tube could not be used for testing in a testing instrument."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced molding defect sharp protrusions. The following information was provided by the initial reporter: translated to english. The customer stated "a protruding object was found at the bottom of a tube and this defective tube could not be used for testing in a testing instrument."